Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the results of a clinical trial that one week and two days post an index procedure completion using a drug-coated balloon catheter in the basilic vein, the subject developed a serious adverse event of arm swelling due to a hematoma which necessitated medical intervention. It was further reported that eight months post an index procedure completion, the subject developed a serious adverse event of dysfunctional arteriovenous fistula peritonitis when patient transitioned from peritoneal dialysis to hemodialysis which required an additional arteriovenous access circuit reintervention. It was also reported that the basilic vein in the left upper arm had an initial stenosis of ninety percent and nineteen percent final residual stenosis. Furthermore, the target lesion in the left upper arm was treated with standard percutaneous transluminal angioplasty balloon catheter. The treatment re-intervention was successful, and so a new access was not created. Reportedly, the outcome of the serious adverse event was resolved. Evidently, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.